Event description:
Plaintiff states that while working as a nursing student and thereafter in the practice of nursing between 1974 and 1995, she inhaled and/or was exposed to substantial amounts of airborne latex dust, latex containing powder and various other additives from the use of latex gloves in her profession. She states that she experienced two episodes of anaphylasic reaction. She states that she has also been treated for the following symptoms: scaly rash on her fingers, hands and arms, rash on forehead, eyelids and chest as well as coughing, chest tightness, wheezing, and sinus congestion. She also reports that she became swollen and developed hives all over her body.